Event description:
It was reported that the fan spray tip of the pulsavac plus device detached from the device and the room staff was sprayed. All room staff was reported to be wearing all personal protective equipment (ppe); however, it was reported that some staff members had direct skin contact with the fluid exposure. Even though this occurred, there was no report of an employee seeking a health follow up. At the time the tip detached, it was easily retrieved without delay, medical intervention, or potential harm to the patient. The tip was able to be placed back on to the handpiece to complete the procedure. Communication with hospital representative clarified that a total of 3 incidents occurred. This is the third incident of three being submitted. Refer to medwatch 1526350-2013-00726 and 1526350-2013-00727.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A review of the manufacturing records was performed and there were no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. The cause of this complaint cannot be determined because the device was not returned.